Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l png raspberry nvs stein safety guard did not activate. This was discovered after use. The following information was provided by the initial reporter: a physician used the injection, but the product did not active the safety guard (needle-shield) after injection.